Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample was initially processed on an unknown pre-analytics system and then tested on the c702 module, resulting in a urea value of 7.4 mg/dl. The sample was repeated in the same cup, resulting in a value of 90.o mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 92.9 mg/dl. The urea reagent lot number was 60814901, with an expiration date of 31-oct-2022.

Manufacturer narrative:
Calibration data from 11-oct-2021 to 03-mar-2022 was ok. The field service engineer adjusted the rinse unit. The engineer checked the syringes and probes. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was solved after the service actions.